Event description:
It was reported that the patient was admitted to emergency after receiving multiple shocks because of vt storm. On device interrogation it shows eos detected. Should additional information be received, this file will be updated.

Manufacturer narrative:
The ICD was not returned for analysis. The analysis is therefore based on the inspection of the quality documents associated with the manufacture of this particular device as well as on the returned device data. The manufacturing process for this device was reviewed and all production steps were performed accordingly. There was no sign of any inconsistency during the manufacturing process. Particularly the final acceptance test of the ICD proved the device functions to be as specified. The returned device data have been inspected. The battery status was found to be eos, detected by the device on (B)(6) 2024. Analysis of the shock holter data showed that an amount of 124 charging cycles was performed by the device within two and a half hour. As a result of that successive charging the eos battery status had occurred. The battery condition was checked and found to be normal and as expected. The current consumption was also inspected and found to be normal. There was no indication of a device malfunction. However, should additional relevant information or the device itself become available, this investigation will be updated.